Event description:
Procedure type: lap gastric banding. According to the reporter: while using the device, the needle fell out into the patient's cavity. The needle was retrieved. A new device was opened to complete the case. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4).